Manufacturer narrative:
Pxc141000 lot: 10791514 UDI: (B)(4). Rmt281414 lot: 10841087 UDI: (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2013 the patient underwent treatment with gore® excluder® aaa endoprostheses to treat an abdominal aneurysm. On (B)(6) 2017 during the 4 year follow up a endoleak type I distal was observed. On (B)(6) 2017 the patient was reintervene and an additional stent graft was implanted to treat the type I distal endoleak. The reintervention went successful and the type I endoleak was solved.